Event description:
Customer reported unexpected postive results with 4 samples on the echo while performing k antigen typing.

Manufacturer narrative:
Customer stated that after switching to a new vial of the same lot of anti-k they received expected results. Unable to rule out the first vial was compromised.